Event description:
Medstation 2000/3500 and cubie replenishing system 2000 cardinal health/pyxis stations: we have experienced an overwhelming number of issues at our facility since 2007. Our system has been highly unstable and pyxis has not been forth coming with evidence of the root causes of our system errors. The most recent episode involved cubie medication pockets that were filled with one medication reassigning itself to another medication while the original medication was still loaded. This is a huge potential for medication errors. For example, one cubie was loaded with mavik and added to a station on a nursing unit. The cubie pocket reassigned the mavik to a cubie loaded with risperdal. When a nurse selected mavik, the risperdal opened for the nurse to remove. We have had 3 separate occurrences in three weeks with 6 medications involved. Pyxis is once again unable to determine the root cause of the problem and continue to fix the problem by trail and error. This is a severe pt safety issue. Dates of use: #1. Cr station upgraded 08, #2. Medstns upgraded.